Event description:
Caller reported a cartridge alarm occurring with their pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the occurrence of alarms with consecutive cartridges and resolved to replace the pump and cartridges. The customer was advised to use multiple daily injections as a backup insulin therapy while waiting for the replacement pump, which includes updated software. Instructions were given to return the faulty pump along with programming and connectivity guidelines for the new device. The customer confirmed understanding of all instructions, including placing the pump in storage mode and returning it within 10 days via prepaid ups shipping to avoid charges. The replacement pump was shipped with a signature required upon delivery.